Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system aspiration pump max 110. During the procedure, the pump max was turned on, but the pump max would not create a vacuum. The physician unsuccessfully attempted to use a syringe to aspirate the thrombus. The thrombus was successfully removed using another manufacturer's device. There was no report of an adverse effect on the patient. The physician commented: power was switched on but pressure did not rise.

Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. Distributor kept device for training.